Event description:
It was reported that an ilet user expressed fear of announcing meals and intermittently missed meal announcements, which coincided with a blood glucose level reaching 300 mg/dl. The user was educated on how meal announcements and the algorithm function, and was advised to announce usual meals so the system could adapt. Symptoms included hyperglycemia. Outcomes included no reported hospitalization or injury. Investigation included customer interview and troubleshooting with user education on appropriate use. Investigation of this case revealed user-related use error associated with missed meal announcements, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error due to missed meal announcements.